Manufacturer narrative:
11/18/1998- supplemental report #1 sent to FDA. Device not available for evaluation.

Event description:
The device was used during an unspecified procedure. Reportedly, the instrument leaks pneumoperitoneum. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injuty occurred.